Event description:
It was reported that the customer experienced high blood glucose and was hospitalized. It was stated that the customer changed the infusion set and went to sleep, but the cannula was bent. The customer was vomiting. Instructed the caller to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.